Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported during implantation surgery a deflation was observed. The surgery was completed with a back up.

Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified: flat creases, white particles in device inner surface, and one curved opening in the anterior. A leak test was performed which identified openings. A microscopic analysis was performed which identified: two curved striated openings. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: two openings curved striated assessed as surgical damage.

Event description:
Physician reported a right side seroma. The device has been explanted.